Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2016, the humapen savvio red was reported to have a plunger that was hanging loose inside. On 14oct2016, the humapen savvio was returned, and found to have a malfunction of bulkhead failure ((B)(4)/lot 1506v04). The user of the device, training status, general and suspect device duration of use were not provided. The device was returned on 14oct2016.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. Evaluation summary a patient reported that the plunger of their humapen savvio device was "hanging loose." No adverse event was reported. Investigation of the returned device (batch 1506v04, manufactured june 2016) found that the device was still in a functional state; however, when the injection button was depressed, it was found to be "springy/bouncy," and there was a gap between the dose knob and the barrel. It was determined that the pen bulkhead failed due to a complete circumferential fracture near the ultrasonic weld of the bulkhead to the housing collar. Malfunction confirmed. A comprehensive manufacturing investigation, including batch record review and a detailed review of each process step and component used in manufacturing, did not identify any deviations/events related to this malfunction and did not identify any manufacturing-related root causes. An examination of retention samples found no abnormalities or non-conformances from the required criteria. The investigation did not identify any root causes related to the design, materials, molding process, or assembly process that could result in the bulkhead failure observed. Furthermore, the established manufacturing control strategy would eliminate pens with this defect through an automated 100% inspection, if it manifested itself prior to release. This failure mode may result in an over-dose or under-dose in specific circumstances if the patient does not perform injections consistent with the instructions for use. This is the first and only complaint of a bulkhead failure on the humapen savvio device and no root cause could be identified after a comprehensive investigation of processes and materials. The investigation concludes that this humapen savvio complaint is an isolated event and not representative of any savvio batches produced. Due to its rare occurrence, no corrective action is planned at this time. There is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2016, the humapen savvio red was reported to have a plunger that was hanging loose inside. On 14oct2017, the humapen savvio was returned, and found to have a malfunction of bulkhead failure (product complaint 3813834/lot 1506v04). The user of the device, training status, general and suspect device durations of use were not provided. The device was returned on 14oct2016. Update 01mar2017: additional information received on 28feb2017 from the global product complaint database added the device specific safety summary and the manufactured date of the device; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.